Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) had dealt with motor stalls in the past that were ¿taken care of¿. Pump replacements occurred. It was later reported that the physician experienced the pump motor stalls in the past with 40ml pump and not with 20ml pumps. It was later reported that this event occurred a ¿few years¿ prior to this report.